Manufacturer narrative:
Additional information was received from the surgeon that there was a biometry issue with the patient and the event was not related to the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, historical complaint review, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model za9003, was implanted, a patient got a +2.0 d (diopter), which is too high from the targeted refraction. The surgeon thinks there is something wrong with the iol power. The lens is scheduled to be explanted. No further information was provided.